Manufacturer narrative:
The reported device, used in treatment, was returned to the designated complaint station for independent evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and no deficiencies were observed. A functional evaluation revealed that the device did not switch to live video, the color bars were displayed. The complaint was verified and the root cause was associated with component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during setup, the camera head had an optical failure. There was backup device available and no delay was reported. Results of investigation have concluded that the camera head did not change to live image and colors bars were displayed which makes a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.